Manufacturer narrative:
Neither the blood glucose meter, nor the test strips were returned to the manufacturer. Troubleshooting steps are still ongoing with the patient. An investigation will be performed, but has not yet begun. A follow up report will be submitted upon completion of the investigation.

Event description:
Patient reported receiving low glucose readings while using their livongo blood glucose meter. However, when paramedics took the patient to the hospital, the patient was treated with insulin.